Event description:
Patient reported the w2 (battery low) error message is missing. Patient stated 4-5 weeks ago she changed the battery and the battery cover. Patient reported in the night form (B)(6) 2013 the infusion device displayed an e2 (battery depleted) error message but no w2. Patient stated some time ago she experienced the same concern. Patient was unsure of the exact date. No health concerns were reported. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. The user always got a w2 prior e2. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.